Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Programming changes were made. There have been no further issues.